Event description:
It was reported that following a coronary drug eluting stenting treatment procedure, the patient experienced unstable angina. The 14mm and 80% stenosed target lesion was located in the proximal left anterior descending artery. There was a reference vessel diameter of 2.9mm. The lesion was predilated and a 3.00x20mm taxus express2 stent was implanted resulting in 0% residual stenosis. The patient was discharged 1 day later on aspirin and clopidogrel. At 440 days after the index procedure, the patient presented with unstable angina. A nuclear stress test was performed along with an angiography without revascularization.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
(B)(4) it was reported that following a coronary drug eluting stenting treatment procedure, the patient experienced unstable angina. The 14mm and 80% stenosed target lesion was located in the proximal left anterior descending artery. There was a reference vessel diameter of 2.9mm. The lesion was predilated and a 3.00x20mm taxus express2 stent was implanted resulting in 0% residual stenosis. The patient was discharged 1 day later on aspirin and clopidogrel. 440 days after the index procedure, the patient presented with unstable angina. A nuclear stress test was performed along with an angiography without revascularization. It was further reported that angiography was negative for significant disease, and that the stress test was negative for myocardial infarction and showed very subtle reversible changes in the mid inferolateral area. The patient was discharged and no additional intervention was performed. The patient remains symptomatic and the event is considered unresolved.

Manufacturer narrative:
(B)(4)